Event description:
When surgeon pressed the handle to fire the stapler load, the device would not fire and was making noises.what was the original intended procedure?diagnostic laparoscopy, appendectomy.device #1is this a laboratory device or laboratory test?no.